Manufacturer narrative:
The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. A review of the lot history record was conducted and did not identify any issues that would have contributed to this event. This report was inadvertently previously filed under the covidien (irvine) registration number of manufacturing site (MDR# 2029214-2015-00216). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.

Event description:
Medtronic (covidien) received information regarding an incident with a reverse medical manufactured device. During the procedure to embolize the inferior mesenteric hepatic pre y-90 treatment, it was reported that the mvp (micro vascular plug) migrated distally after deployment. The target vessel as reported to be 3.8 mm with high flow. The mvp was retrieved with a snare and another plug was used. No patient injury was reported as a result of the procedure.